Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿sensor ended¿ error message was received with the adc device. The customer was contacted by adc customer service and they indicated that they were hypoglycemic and received food from their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6). Has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. Sensor was reprogrammed and sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a ¿sensor ended¿ error message was received with the adc device. The customer was contacted by adc customer service and they indicated that they were hypoglycemic and received food from their spouse for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.